Event description:
During product evaluation by a baxter service technician, an automix compounder was found to have a torn umbilical cable assembly 10 ft long. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. The user interface module master software version for this device is not available at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. (B)(4). The cause was determined to be damage to umbilical cable. To correct the condition, the umbilical cable was replaced. If any additional information is received, a follow up MDR will be sent.